Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was reported as "three to four weeks ago". MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported four (4) to five (5) clearlink system continu-flo solution sets would not spike ivig bottles. The event was further described as the nurses had difficulty ¿penetrating the stopper¿. It was further stated ¿when they go to insert the tubing the rubber stopper ends up inside the bottle of intravenous immune globulin (ivig) and the spike doesn't penetrate the bottle¿. As a result, they cannot infuse the medication. This was identified during set up. There was no patient involvement. No additional information is available.